Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced. There was no adverse consequences with the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.